Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges infection. After review of medical records, patient was revised to address failed right total hip arthroplasty, metal-on-metal reaction, and pseudotumor. Revision notes stated of a large psudotumor which was visible as the skin incision was made and dissection was carried down to level of the fascia. The hemostasis was obtained using electrocautery. Cultures were taken and sent to pathology. Doi: (B)(6) 2007 (liner, head, stem, and cup), dor: (B)(6) 2012 (right hip). This pc is for the second revision of the right hip. Please see (B)(4) for first revision and (B)(4) for third revision.